Manufacturer narrative:
Additional information: additional information received reported the patient is doing well and there have been no further complications. No additional information was provided. Corrected data: in the initial MDR, the following sections were inadvertently not populated as required. The following have been updated accordingly: telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. In addition, a review of the sterilization records was conducted and results revealed the units were sterilized as required, the process was acceptable. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, as the status of the lens was not reported. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient developed an infection post-operatively after the implantation of a zcb00 23.5 diopter intraocular lens (iol) in the right eye (od). No additional information was provided.